Event description:
It was reported that the patient had become aware of defective leads. There was a loss of therapy/symptom return. The patient had programming adjusted but the patient¿s foot still dragged. The foot the drags was broken about 9 months prior to the date of this report. The patient was referred to a physical therapist before discussing defective lead. The healthcare professional had not thought the patient had a lead defect. The patient had deep brain stimulation for dystonia.

Manufacturer narrative:
(B)(4).